Event description:
On july 21, 2006 the lay user/patient contacted lifescan alleging that the one touch basic was reading inaccurately low compared to her doctor's meter. The medical affairs specialist listened to the original call to obtain/veify the following information: on july 19, 2006 at 10:41 am, the patient obtained a "43 mg/dl" on her meter while feeling "just not herself." Because she thought she was "low", she drank a soda. The patient also scheduled a doctor's appointment for july 19, 2006 due to her recent low meter readings. At 1:30pm at the doctor's office, the patient got a "62 mg/dl" on her meter and a "377 mg/dl" on the doctor's meter, performed within minutes of each other and with the same blood drop. The patient was given a shot of insulin based on the doctor's meter reading. The customer care advocate (cca) veified that the meter was correctly set to "mg/dl", an approved sample source (finger) was used, the test strips were in good condition, the correct testing/cleaning techniques were used, and the check strip test passed; however, the cca discovered that the meter was miscoded. The patient did not have control solution to perform a control solution. Although the cca discovered use errors during troubleshooting, this complaint is being reported because the patient obtained relatively low meter readings while experiencing symptoms and obtaining a high result on the physician's meter. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
D4 (other #) is 1-av-1038. D4 (lot #) was not provided. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report